Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative evaluated the unit and could not duplicate the error or find any other fault with the unit. Performed the functional tests and confirmed that the pump was working correctly. The unit was released to the customer. A supplemental medwatch report will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported that during in use on a patient the iabp alarmed with a fiber optic calibration error. The iabp was replaced and after a short time frame alarmed with the same failure. The user stated that they had the same type of failure last week although was not able to give precise information. There was no patient injury reported.